Event description:
The customer reported that the images the customer recalled after xray are not the actual images. There were mixed/missing images when trying to view from the pt image directory. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep formatted the hard drive, loaded the software, configuration files, and tested the system. The system performs as intended.